Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to a patient fall during recovery. The femoral stem, acetabular cup, and acetabular liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown.